Event description:
Hill-rom received a report from a hill-rom technician stating the head was raising up without pressing any functions. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found a defective siderail cable on left head rail, broken ground cable and broken plastic screws. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the cables and screws to resolve the issue. Based on this information, no further action is required.